Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard toning noise and presented to the emergency department with nervousness. An interrogation observed the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of short v-v intervals and non-sustained tachycardia (nst) noise episodes. Additionally, the lead exhibited high impedances and a possible fracture. The lead was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage and the lead was stretched.